Event description:
It was reported via legal complaint that patient underwent total hip arthroplasty (B)(6), 2008. Subsequently, patient alleges pain, metallosis, loosening and lack of mobility. To date, no revision information has been received. This report is based on allegations set forth in patient's complaint and the allegations contained therein are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur, which states under possible adverse effects: loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00185 thru 00188).